Event description:
It was reported intermittent occlusion alarms occurred resulting in the customer going to the emergency room on (B)(6) 2026. The customer was subsequently hospitalized with a blood glucose level of 1113 mg/dl, ketones were present, although not deemed life-threatening by healthcare providers. Treatment with intravenous fluids of saline and insulin successfully resolved the issue, and no permanent damage was identified. The customer was released on (B)(6) 2026.